Event description:
Boston scientific has become aware of the following event: a cypher was implanted after ptcra. When the catheter was advanced, the physician felt that the catheter was hooked at the stent. Therefore, when he pulled the catheter, the image was disappeared. The lesion being treated was 99% of stenosed and calcified in lad proximal to mid. Completed the procedure with the same device.